Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The caregiver reported the home windows were left open during an exchange. The report did not specify if the windows were left open during connection or disconnection process. As there is no additional information; the cause of the event will be assessed as unknown. The patient was hospitalized for the event and was treated with intraperitoneal (ip) voncon (dose, frequency and duration not reported) and ip solvetan (discontinued, unreported date, dose and frequency not reported). Pd therapy was ongoing. The patient was recovered from this peritonitis event. No additional information is available.